Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient reports having purulent discharge as well as pain at the pod infusion site. The patient removed the pod prior to going to urgent care. Once at urgent care the patient was diagnosed with an abscess at the pod infusion site, the patient was treated with a hot compress. The patient was at urgent care for 30 minutes.